Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, a complete se stent was used to treat dissection. Approximately 25 months post index procedure, revascularization was carried out in the target lesion with two medtronic complete se stents and one non-medtronic stent implanted. Approximately 29 months post index procedure and 24 months post revascularization, high graded stenosis of sfa right leg, target lesion was reported. The proximal sfa and popliteal 1 segment were treated with a non-medtronic deb and a non-medtronic stent was implanted. The patient recovered. The investigator assessed the event as not related to the index device, procedure or paclitaxel medication.

Manufacturer narrative:
Cec assessed the event as related to the index device. If information is provided in the future, a supplemental report will be issued.